Manufacturer narrative:
Additional information has been received regarding the lot number. The additional information has been updated in section d4 (lot number hg5lpv4 submited in the initial report has been updated to blank). P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy, occlusion test and self test. Pump was connected to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during the call. During download history review, no relevant alarms on event date to confirm complaint code. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted. Unit was also received with cracked case-corner of belt clip rails, cracked case (battery tube), scratched case and cracked case on battery side. In conclusion, unable to confirm customers concerns of possible under delivery anomaly. No relevant alarms noted in download history review and testing of the unit were successful. No damages on battery cap were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy, occlusion test and self test. Pump was connected to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during the call. During download history review, no relevant alarms on event date to confirm complaint code. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted. Unit was also received with cracked case-corner of belt clip rails, cracked case (battery tube), scratched case and cracked case on battery side. In conclusion, unable to confirm customers concerns of possible under delivery anomaly. No relevant alarms noted in download history review and testing of the unit were successful. No damages on battery cap were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and alleged possible under delivery anomaly. The customer reported blood glucose value of 380 mg/dl. The event involved product(s) mmt-1712k. Troubleshooting was performed. No further patient complications were reported. It was unknown whether the customer will continue using the device .no product return is required for mmt-1712k.